Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 3.00mm x 20mm promus element plus stent was selected. During preparation, the stent came off as the stylet was removed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the entire stent was detached from the balloon and was damaged. The stent protector was with the device. A stent outer diameter (od) was unable to obtained due to the returned condition of the product. The stent protector inner diameter (ID) was within specifications. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The inner was broken at the bi-component bond. The bi-component break was visually evident and appeared as a 6mm separation in the inner during microscopic examination. There was no evidence of stretching to the inner. A DHR review of the bi-component inner crimp bond found no anomalies with the catheter. The outer showed signs of a minor kink proximal from the distal edge of the tip. A visual and tactile examination of the midshaft section found no issues with its profile. A visual and tactile examination found multiple kinks along the length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 3.00mm x 20mm promus element¿ plus stent was selected. During preparation, the stent came off as the stylet was removed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was fine.